Event description:
It was reported that there was sensing difficulty, noise with pocket manipulation, high impedance of greater than 2500 ohms, and a possible suture sleeve crush. The lead was explanted. No patient complications have been reported as a result of this event.